Event description:
Reporter alleged obtaining the results of 346 mg/dl and 127 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that she took 8 units of humalog about 2 hours prior to the readings and 5 units of humalog after the 346 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.